Event description:
It was reported that the patient fell on the left knee (tka on (B)(6) 2015) causing the journey ii femoral component to ¿jump the post¿ on the bcs articular surface. Previously, the patient had been doing fine per surgeon. On (B)(6) 2020 the poly was exchanged and replaced with 13mm journey ii constrained poly 1-2. Patient injury due to fall followed by revision.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this complaint from the united states reports a patient had a traumatic fall, causing the journey ii femoral component to ¿jump the post¿ on the bcs articular surface. The primary surgery was in october 2015. The revision was performed on (B)(6) 2020 the poly was exchanged and replaced with 13mm journey ii constrained poly 1-2. X-rays and the operative reports were provided for this investigation but do not indicate a reason for the jumped post beyond the fall. The surgeon does not blame the device and is satisfied with outcome. The impact to the patient beyond the pain, the revision surgery and the recovery cannot be determined. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. MDR reporting contact name and address.